Event description:
I rec'd the kugel mesh implant in 2007. Two later, I went through surgery for bowel obstruction in which the mesh had attached to scar tissue and two yrs later the mesh was removed due to infection. A small portion of the small intestine was also removed.